Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. Samples returned - customer returned (1) used 31gx5mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a tubular, clear, gel-like residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown. . Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported the needle was blocked.